Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic with erosion at the device site. The pacemaker explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event was pocket erosion. The device was returned for analysis. Interrogation results were normal and visual screen was acceptable. No anomalies were noted.